Event description:
During initial assessment of a returned homechoice machine, a baxter technician found a system error 2240 identified in patient alarm log with occurrence date (B)(6) 2010 @ 15:17. Phase and cycle information are not available in the event log.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer, therefore, the device was not requested for evaluation and a batch review will not be conducted.

Manufacturer narrative:
(B)(4). A system error (se) 2240 was found during a review of the patient alarm log of the hc device. Not enough data is available within the complaint to identify root cause. The batch review was not performed because the lot number is unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).